Manufacturer narrative:
At this time, the device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. The entire system was explanted to resolve the issue. No additional adverse patient effects were reported.